Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the chronic totally occluded, heavily calcified, distal obtuse marginal vessel, a non-abbott balloon dilatation catheter (bdc) and pilot guide wire were used without resistance. Under fluoroscopy, the guide wire tip didn't look right, so the wire was removed, but the tip had detached at the marker and remained in the anatomy. A different fielder xt guide wire and a 2.25 unspecified stent were used to compress the wire fragment to the vessel wall and treat the lesion. Timi 2 flow was restored to the vessel. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.